Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a cubie main 5 recurring pocket failures. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie main 5 drawer was experiencing recurring pocket failures. A field service engineer (fse) inspected the drawer and found a worn flat flex cable. The fse replaced the cable and reseated the row board connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.